Event description:
It was reported that the customer's insulin pump was returned. The insulin pump alarmed a compromised force sensor system. The insulin pump was also physically damaged. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed displacement test however, unit alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Unable to complete full function due to compromised force sensor system alarm. Unit received with cracked lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.